Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had previous high myopic lasik (-12) and had enhancement lasik as well. Following implant of the intraocular lens (iol), the patient ended up +3.5 post-op and obviously unhappy. Iol exchange resulted in excellent post-op vision and patient is happy with outcome. There was no patient anatomy or product quality issues.